Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a loss of video in the right eye of the high resolution stereo viewer (hrsv) of the surgeon side console (ssc) was observed. The customer received phone assistance from the technical support engineer (tse). Tse reviewed the logs but found no related errors. Tse instructed the customer to check the blue fiber cable connections, the customer reported that they were properly connected, and the leds were lit blue. The customer stated that they swapped to another ssc to continue with the procedure. Tse advised the customer to hard power cycle the ssc after the case. The procedure was completed using another ssc with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and identified a defective high resolution stereo viewer (hrsv) on the surgeon side console (ssc). After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the hrsv; however, failure analysis is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The high resolution stereo viewer (hrsv) monitor was analyzed, and the reported failure was confirmed. The unit was installed onto the test system and on startup the unit did not show any power or signal indicators. The da vinci logo or signal lost messages were not shown on startup, no backlight was seen either. The unit was left idle for 20 minutes and power cycled twice with the issue persisting.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The unit was sent and evaluated by the original equipment manufacturer (OEM). The initial fa findings were confirmed. There was no image due to a main board defect.

Event description:
Refer to h10/h11 for follow-up information.